Event description:
It was reported that a volume inaccuracy was experienced. Under-infuses. Failed during testing.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional testing of the returned sample was performed. Visual inspection of the physical condition of the returned sample confirmed that the tamper seal was missing upon receipt. Functional testing including three different delivery tests were performed, all of which were within the published plus or minus six percent delivery accuracy specification. The device was tested and calibrated on 06jun22-may2023 averaging deliveries of plus 0.86 percent, plus 0.59 percent and plus 2.40 percent. Results: the customer reported problem was not duplicated as the returned pump was found to be within manufacturing specifications. Root cause of the reported problem is unknown as no problems were found with the fluid delivery of the returned pump, but preventive measures were performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d1: correction: brand name: cadd solis vip amb infusion pump, d4: model number: 2120, d5: correction: operator of device: unknown, e4: correction: no.